Event description:
It was reported that upon opening the package the device was tested to ensure that the balloon would inflate. A slit was observed in the balloon and the device would not inflate. A new device was obtained and inserted without difficulty. No pt was involved, nor was the delay harmful to the intended pt.

Manufacturer narrative:
The device history record for the report lot number was reviewed finding nothing that would cause or contribute to the product problem. The instructions for use which accompanies each device states in the precautions: "as these devices may have been subjected to handling, storage conditions, or preparation which compromised functional integrity, each tube's cuff pilot balloon and valve should be tested by inflation prior to use." (B)(4).